Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that multiple patients were not crossing into multiple stations. A technical support specialist (tss) checked data synchronized services and confirmed all services were running on the server. Pes last upload was current. Extract transform load (etl) was found not running in ssms and was stopped, disabled, re enabled, and restarted. Etl began running successfully, and queries confirmed es messages were processing with current timestamps. Patient details were reviewed in pes and found to be discharged. The customer was advised to create new admissions for the affected patients and later confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients not crossing into multiple station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.